Manufacturer narrative:
We have received the complaint device for evaluation, and we have confirmed the reported incident. When we pulled on the green handle to close the blades into its retainer slot, we observed that one of the blades was protruding out of the retainer slot and didn't seat properly on the slot. We did not observe any damage to the blade. We observed that the blades were inclined outwards, preventing them from properly inserting into its retainer slot. The retainer fin gap distance was measured to be within their specification. The root cause of this issue was determined to be centering hoop to wire welding error along with operator adjustment error. During the welding process, this centering hoop was likely not properly aligned against its retainer slot. The blade process includes manual manipulation of each blade by the operator. Operator errors, though rare, are possible due to the manual nature of the adjustments. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The surgeon did not use the device for the procedure. Instead, he completed the procedure using another valvulotome.

Event description:
During the preparation, the physician noticed that one of the blades of the valvulotome was unable to close completely. The surgeon did not use the device for the procedure.